Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01534. This report is being submitted as additional information. Approximate age of device - 1 year and 6 months. Manufacturer's investigation conclusion: the pump was not explanted; therefore, the pump was not available for evaluation. A correlation between the device and the reported brain injury could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed the reported driveline disconnection. Log file analysis showed a driveline disconnection from the system controller on 31mar2018 resulting in a pump stop. A few seconds later, no external power events were also captured due to both power cables being disconnected from external power. Prior to the driveline disconnection, the data showed multiple power cable disconnect alarms were captured due to exchanges between batteries and one power cable being disconnected from external power for the majority of the log file. Low battery advisories were also captured due to low battery power. No atypical alarms were captured prior to disconnection of the driveline and the system showed normal device operation above the low speed limit. The hmii instructions for use and patient handbook explain that at least one power cable must be connected to external power at all times. These documents also warn that disconnection of the driveline would result in a pump stop. These documents also explain all alarms related to battery power and power cables. Furthermore, these documents explain that a system controller exchange should not be attempted without having a trained, competent caregiver present to assist. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found down on the floor with alarms. When emergency medical services (ems) arrived, they stated the controller alarmed connect power. The lvad clinician was able to guide them through the phone to connect both power sources. The alarms resolved once the patient was connected to power by ems. The patient experienced anoxic brain injury. The manufacturer¿s technical services representative reviewed the submitted log file and observed no external power alarm. On (B)(6) 2018, the patient observed an alarm, and lost consciousness while attempting a system controller exchange. The spouse reports that the patient¿s batteries have been running down much quicker than before. On (B)(6) 2018, the patient expired due to anoxic brain injury. No additional information was provided.